Event description:
It was reported that after using the drill for ten minutes at the time of the draf procedure, the drill was hot and the motor sounded like it was moving, but when the drill was applied to the affected area, it stopped spinning and was idle spinning. There was no patient impact. As per the bur analysis, it is wobbling.

Manufacturer narrative:
H3: product analysis found that visually, the inner shaft distal to the inner hub was bent when returned and there were indentions in the chevrons on the proximal end of the inner hub. Under magnification, there was a white residue on the distal tip. Functionally, the inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece, but while running in forward mode at 12,000rpm there was excessive wobbling. For further analysis, an x-ray was performed to observe the internal construction of the device and no damage was observed in the spiral wrap. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the draf procedure, after using the drill for ten minutes, it began overheating with a delay of more than one minute at a speed of 12,000 rpm in forward mode.